Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that review of the submitted log file by a representative of the manufacturer¿s technical services revealed 9 low power hazard alarms and 1 no external power alarm on 08-jan-2019, which was caused by the power cord from the mobile power unit (mpu) becoming unplugged from either the mpu or the power source to the mpu. At no time did the pump ever stop working as the system controller back-up battery provided power during these events. It was reported as unknown if the mpu ac power cord had come disconnected from the wall outlet or from the mpu. The events and alarms reportedly had no adverse effect on the patient.

Manufacturer narrative:
Device manufacture date: additional information. Approximate age of device - 5 months. Investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed. The mpu (serial #: (B)(4) was not returned for analysis and a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 1 day (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). A no external power alarm was active on (B)(6) 2018 at 21:42:22 and the emergency backup battery (ebb) provided power to the system on (B)(6) 2019 between 21:42:19 ¿ 21:42:22. These alarms cleared shortly after activating. Provided information indicated that technical services recommended getting a locking power cord for the mpu. The root cause for the no external power alarms while connected to the mpu was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.